Event description:
The customer reported that they received a discrepant high ctni (troponin) result compared to repeat testing of the same sample on the same instrument and new samples on other non-siemens devices. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested further information and instrument files for further investigation. The customer is currently operational. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation into alleged discrepant ctni results. The root cause was unable to be determined for the falsely elevated ctni results on stratus cs sn (B)(6). The log file for the day of the escalated event was not available for analysis. A review of internal performance data for test pak showed that the testpak lot is working as expected. The customer provided log file for the instrument containing a week worth of data following the day of escalated event. No system performance related anomaly was detected and system appears to be functioning as intended. The cause of this event is unknown.